Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2010 and passed all self-tests up to the (B)(6) 2015. The device records several temperatures below the recommended operating temperature for this device. The device failed a self-test due to a low battery in (B)(6) 2015 and remained in fault mode until the (B)(6) 2015 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in of this report.